Event description:
The o2 concentrator was found to be delivering 85% oxygen. The patient was complaining of shortness of breath and pain in the chest. The concentrator was exchanged and the patient's shortness of breath resolved.